Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate by 10 minutes; cause was unknown. Customer's blood glucose level was 337 mg/dl. Reportedly, the customer corrected the pump time to address the issue.